Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status due to an unknown reason. Device data was reviewed via the remote monitoring system, however a safe replacement window was unable to be determined. Device replacement is expected at a future date, however the device currently remains in service and will continue to be monitored. No adverse patient effects were reported.